Manufacturer narrative:
(B)(4). Batch#: unk. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one ecr45d reload was received for analysis. The reload was received partially fired 1/10. Upon evaluation of the reload, the reload pan was removed and it was noted that the one-piece sled was damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The damage to the one piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number: 338a98 , and no non-conformances were identified.

Event description:
It was reported that during the surgery, could not fire when severing lung tissue on the 2th firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 11/6/2023. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one ecr45d reload was received for analysis. The reload was received partially fired 1/10. Upon evaluation of the reload, the reload pan was removed and it was noted that the one-piece sled was damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The damage to the one piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. The device was sent to cincinnati for additional evaluation. Upon arrival in the cincinnati pi lab, it was found that there was no reset witness marks, , a fracture failure generally from proximal direction was found, , it was found a crack through proximal body of sled, slight damage at proximal end of slot (likely from cartridge reset fixture), a little overall damage to the "outside" of the sled compared to a broken bull nose section, no damage noted on cartridge deck also it was noted multiple damage one on the distal portion of bullnose (both sides) and the other on proximal end of sled body, which appears to be lower than the typical firing position; matching damage on the bullnose, the last damage noted was that the sled body crack is on a parting line; no differences noted in the complaint reload vs production reload, it was no indication of molding defect. A manufacturing record evaluation was performed for the finished device batch number 338a98 , and no non-conformances were identified.